Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; groin pain; thigh pain; painful intercourse. Nonsurgical treatments: on (B)(6) 2018 the patient commenced other medication (please specify): keflex, alprim, augementin for the treatment of: to treat chronic utis. Treatment duration: 3+ years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to treat stress incontinence, discuss solutions to painful sex and to strengthen pelvic floor in preparation for mesh removal. Treatment duration: on going. On (B)(6) 2021 the patient commenced other (please specify) for the treatment of: to address anxiety and stress issues caused by chronic ill health, and the effect that it has on relationships and quality of life. Treatment duration: 3 months.